Event description:
A customer purchased bd empty needles 31g 0.3cc (children) (B)(4). The customer came to the store on (B)(6) and informed that there was an abnormality in the empty needles. The photo shows the normal pumping of insulin (milky white), and anther photo shows the abnormal condition of turbidity and blackening. No harm was caused because it was observed before the injection was administered, but there was a waste of the injection drug. Defective product, total (B)(4) boxes returned, (B)(4) pieces in bulk and (B)(4). Does the customer also want to explain the meaning of some empty needles being marked? Sample availability: yes. Sample availability details: picture/video available and physical sample.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.